Event description:
This ra lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that there is farfield oversensing of vp on ra channel, inappropriate mode switches suspected. Stored atr episodes. What to make of intermittent vp with no deflection on shock channel. Discussed a blank after rv/lv pace. Discussed ra sensitivity. Discussed atr criteria. Hcp stated decreased ra sensitivity to less. Reviewed egm on latrm. Discussed possible fusion or aberrant conduction. All lead measurements are fine. No patient symptoms. Hcp will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).